Event description:
It was reported that the right ventricular lead had low r-wave values and had been trending low. The configuration was changed from bipolar to tip to coil and the r-waves measured better. The lead remains in use in this configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.